Event description:
After placing the lens in the eye, the doctor elected to remove and replace it with an anterior chamber iol. The incision was enlarged to remove and replace the lens.

Manufacturer narrative:
See MDR 1920664-2010-00032 for the delivery device used with this intraocular lens.